Event description:
The discharge summary was received by the hospital where the patient expired, and provided the cause of death was severe sepsis secondary to vancomycin resistant enterococci urinary tract infection.

Event description:
During routine follow-up for end-of-service devices, a vns patient was found to be deceased the after the company representative found an online obituary. The obituary provided the patient¿s date of death was (B)(6) 2015, and that she had passed in the hospital. An estimate of battery life with the manufacturer¿s available in-house data estimated the battery had 0.0 years until near end of service at the time of the patient¿s death. Additional relevant information has not been received to-date.